Manufacturer narrative:
A review of the device history record confirmed the product was released meeting all product design specifications and quality criteria. There was no indication of a device malfunction from the available information. UDI: (B)(4).

Event description:
A report was received on (B)(6) 2019 from the home therapy nurse (htn) of a (B)(6) year old male with end stage renal disease, stating the patient expired while connected to the nxstage system one on (B)(6) 2019. Per the htn, a relationship to the device cannot be excluded.